Event description:
It was reported that the customer received a motor error alarm. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
The insulin pump alarmed motor error alarm during rewind due to motor gearbox jammed. Unable to perform basic occlusion, occlusion, prime, the excessive no delivery and displacement test due to constant motor error alarm. Unable test with blood glucose meter and verify for low suspend alarm due to constant motor error alarm. The insulin pump received with minor scratched display window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.